Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pc has been re-opened due to receipt of pcf and medical records. After review of medical records, the patient was revised on (B)(6) 2019. Operative notes reported that there was evidence of metallosis noted within the joint with brown-tinged fluid. Beneath the metal insert, there was evidence of brown-tinged fluid consistent with metallosis. There was mild soft tissue destruction. Added lawyer, law firm, medical history, patient dob, age, doi, concomitant products, affected side and expiration date. Corrected manufacturing date of the liner. Updated patient initials, health impact and clinical symptoms code. Doi: (B)(6) 2009, (B)(6) 2019; left hip. The patient has bilateral hip implants, please see (B)(4) for the right hip.